Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Asr revision. Asr xl - right hip. Reason(s) for revision: component loosening. Update rec'd 04 november 2015 and 05 november 2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records the patient was revised to address a periprosthetic fracture and component loosening. Upon revision a large pseudotumor and bursa were present. Upon revision the patient's femoral stem was grossly loose, and there was no bony ingrowth noted into the cup. The femoral fracture was cabeled. At this time the patient's cup and head are being reported. The complaint was updated on: 11/24/2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No device associated with this report was received for examination. A worldwide complaint database search found no additional related reports against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.